Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that foregin material was found inside the sterile packaging

Manufacturer narrative:
Alleged failure: hair inside package (debris). The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be improper cleaning process, qc incoming and in-process inspections, improper environmental conditions, shipping & handling, an inadequate positioning of the device into the primary package. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that foregin material was found inside the sterile packaging.